Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07/07/2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 44.8mmol/l with nausea, vomiting, and large ketones. The patient was taken to the hospital and diagnosed with diabetic ketoacidosis. The patient was treated with IV fluids and insulin via pump. Customer support (cs) completed troubleshooting and all settings are correct. The reporter stated to cs that the patient failed to bolus and there was an issue with quality of insulin. Although troubleshooting did not reveal any pump malfunction, this complaint is being reported because the pump cannot be ruled out as a cause or contributor to the hyperglycemic event.